Manufacturer narrative:
FDA notified?: the initial reporter also notified the FDA via medwatch # 3600840000-2023-8005. Investigation summary: a complaint of tubing being kinked and not being able to be primed was received from the customer. No product or photo was returned by the customer. The customer complaints of flow issues and tubing kinked could not be verified due to the product not being returned for failure investigation. A device history record review for model 2420-0500 lot number 22103572 was performed. The search showed that a total of 85,803 units in 1 lot number were built on (B)(6) 2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set tubing was kinked below the hub at the drip chamber, and caused flow issues/occlusion while priming it with saline. The following information was provided by the initial reporter: "tubing kinked out of the package. Location: below hub, drip chamber. Attempted to prime the tubing with saline and unsuccessful. New set used on patient."